Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique, via an 8f sheath hole, prior to a thoracic endoprosthesis procedure. Reportedly, with 2 prostyle devices, there was difficulty advancing the knot to the target location during suture manipulation [management]. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f and the thoracic endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported knot advancement issue could not be confirmed as not all components were returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.